Event description:
Using the anastomosis stapler, felt the staple edge of the rectum and dilated the rectum. Lubed and inserted the stapler. After making adjustments to the direction of the stapler, the stapler spike was opened. After making sure the colon was straight, the stapler was closed until the indicator was in the middle of the green. Took safety off and fired. Did not feel a pop or hear it. Opened the stapler and the tissue was not stapled appropriately.